Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On the day of onset, the patient was treated with cefazoline and levotan (levofloxacin) (routes, dosages, frequencies, and durations not reported) for the peritonitis event. At the time of this report, the patient was not recovered from the peritonitis event. Extraneal and physioneal therapies were ongoing. Additional information was requested but is not available.